Event description:
It was reported that the ilet displayed a persistent alert 32 indicating a delivery motor communication error that required repeated restarts and resulted in suspended insulin delivery; troubleshooting and education were completed without resolution, and the user transitioned to subcutaneous insulin via pens. Symptoms included hyperglycemia with values in the mid-300s and sustained levels above 180 mg/dl overnight, with device alerts for prolonged hyperglycemia. Outcomes included use of back-up therapy and assistance from a family member; there was no ketone testing, no professional medical intervention, and no hospitalization. Investigation included a technical review and replacement of the device with return of the original unit for analysis. Investigation of this case revealed a suspected motor processor communication malfunction consistent with the reported alert and delivery interruption. It was concluded that the cause was a device malfunction related to delivery motor communications.

Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."